Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted that the device exhibited non sustained right ventricular oversensing episodes. The patient was brought in the clinic for further testing. Noise was reproducible with isometric contractions and deep breathing. The device was successfully reprogrammed. The patient was stable throughout the event.